Event description:
Reportable based on additional information received on 27-february-2023. It was reported that crossing difficulties were encountered. The patient was presented with coronary artery disease. The 90% stenosed target lesion was located in mildly tortuous and mildly calcified left anterior descending artery. A 2.50 x 48 synergy drug eluting stent was advanced for treatment. However, during procedure, the stent did not cross the lesion due to calcification. The procedure was completed using an alternate device. There were no patient complications nor injuries were reported. However, additional information revealed that shaft break occurred during procedure due to tortuous nature of artery.

Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgements from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue. Device evaluated by MFR.: synergy 2.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a shaft break at approx. 54cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on additional information received on (B)(6) 2023. It was reported that crossing difficulties were encountered. The patient was presented with coronary artery disease. The 90% stenosed target lesion was located in mildly tortuous and mildly calcified left anterior descending artery. A 2.50 x 48 synergy drug eluting stent was advanced for treatment. However, during procedure, the stent did not cross the lesion due to calcification. The procedure was completed using an alternate device. There were no patient complications nor injuries were reported. However, additional information revealed that shaft break occurred during procedure due to tortuous nature of artery.